Manufacturer narrative:
The field service representative found that the amount of naoh pipetted to the cuvettes was insufficient. He cleaned the tubing leading to the vacuum tank as there were some build up. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect gen.2 results for four patient samples from the cobas 6000 c 501 module. Patient 1: initial potassium result was 4.2 mmol/l and repeat result was 4.8 mmol/l. Patient 2: initial sodium result was 133 mmol/l and the repeat result was 142 mmol/l. Patient 3: initial potassium result was 4.0 mmol/l and the repeat result was 4.7 mmol/l. The initial sodium result was 129 mmol/l and the repeat result was 137 mmol/l. Patient 4: initial sodium result was 131 mmol/l and the repeat result was 141 mmol/l. The questionable results were reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.